Event description:
It was reported that the surgeon inserted a competitor's lens and the haptic was torn off during insertion. The reporter believes the incident was caused by the injector. The lens was removed and replaced without any pt incident.